Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4). Serial: (B)(6). Batch: 8562944 date of event is estimated.

Event description:
It was reported that the patient experienced high impedances on their system resulting in ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.